Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Two lead segments were returned, a terminal segment which was severed with 6.8cm from the terminal end and the other one was a middle segment with coils that was stretched out. The allegation was confirmed based on the missing shocking coil and tip section of the lead which appeared to have been pulled-on, stretched and fractured off during explant. The impedance allegation was not confirmed basing from the normal segment resistances measurements and x-ray showed no fractures. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted to upgrade system to a magnetic resonance imaging (MRI) conditional. During explant, the distal coil of the lead broke off due to tissue growth. Additional information was received indicated that the lead exhibited impedance anomaly. No additional adverse patient effects were reported.